Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while performing a revision knee fusion on this patient. Surgeon removed the old cemented component and decided to implant a press fit component. After removing all traces of the previously implanted cement, the surgeon reamed the femoral canal first with flexible im reamers to the desired size, 15mm. Then the surgeon reamed with sequential aml straight reamers. Because the patient had less than desired bone density, the surgeon choose to ream line to line of the implant size chosen. Surgeon reamed to a 15.5 and choose to implant a 15.5x125mm stem. Lps 15.5 porous stem was loose. Here is the problem, surgeon was able to stick the component in and pull it out easily with fingers. This being unacceptable and confusing to say the least, surgeon had to choose the next size larger stem and insert this stem. This stem, 16.5mm, was implanted properly with the use of and impaction handle and mallet. Because this component fit properly surgeon was able to proceed and lock the tibial and femoral component together with new intracalry section and segmental components. The patient was closed in the usual fashion. Because of the confusion as to why this stem did not fit, at the end of the procedure. Sales rep used a caliper and measured the largest flexible reamer head used, 15mm, the largest straight aml reamer used 15.5mm. Sales rep then measured the wasted stem 15.5 . The wasted stem was sent to my office if it was the desire to have this component returned. This wasted implant was not billed to the patient or hospital per the surgeons request. Doe: (B)(6) 2024. Affected side: right knee.